Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient's spo2 fell below the desaturation limit but no alarm was generated. This patient being monitored due to chronic respiratory failure complicated by ventilator-associated pneumonia was connected to the mx500 with an x3. There were no yellow or red alarms generated and the patient had a near code due to severe desaturation and was moved to a different room. No other clinical information or medical intervention was reported.

Manufacturer narrative:
The alarm log for bed (B)(6) was reviewed by a philips national support specialist (nss). Based on information provided by philips national service support (nss), the time and date for the issue being reported by the customer is (B)(6) 2024 at 10:57:52; the patient was originally admitted to room (B)(6) and was transferred to room (B)(6). The nss determined that there was no desat on bed (B)(6) due to alarm configuration settings. The spo2 desat delay is configured to be 20 seconds with an spo2 desat set at 78 and the average time set at 16 seconds. The device was confirmed to be operating per specifications and no failure was identified.